Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, scratches and deformation of the device were noted. A conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during an initial total shoulder arthroplasty on (B)(6) 2016, that the reamer fractured in the patient's glenoid while under load. The reamer fractured at the point where the threaded shaft connected to the power supply. No pieces were retained by the patient and another reamer was used to complete the procedure. The surgeon noted that the reamer did not seem straight in the power source and that the power source had been acting abnormally.